Manufacturer narrative:
Radiographs confirming the event were received. Evaluation of the returned device notes marring on outer edge suggesting uneven loading at the time of initial implantation. Full tightening may not have been achieved prior to closure. Returned device was measured and met dimensional specifications. It is unknown if the patient complied with post-op care instructions. There was no report that the patient sustaining an impact/trauma of some sort. Review of labeling notes "labeling, warnings and precautions: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock. If the construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. The patient should be advised that implants may bend, break or loosen despite restriction in activity." The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
Surgery performed: primary fusion from l3-s1. Set screw dislodged from tulip l3 right side.